Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she experienced itching and burning after wearing the pod for more than one hour. After removing the pod the site is red, patchy and the first layer of skin is torn. It then scabs. Customer visited her endocrinologist on (B)(6) 2016 who provided a barrier to try. She has also used neopsporin on the site. No other medication was prescribed.